Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several off no power alarms and that the batteries were constantly draining. The customer stated that they did not receive a low battery alert prior to the off no power alarm. The customer also reported an emergency room visit due to high blood glucose levels. The customer's blood glucose at the time of admission was 380 mg/dl. The customer's blood glucose level at the time of call was 143 mg/dl. The customer was treated with IV's. The customer was not wearing the insulin pump for half a day before admission. The customer declined to troubleshoot for high blood glucose levels. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.